Event description:
It was reported that the physicians (B)(6) hand held was freezing at the interrogation successful screen. Both hard and soft resets were performed, however, the problem continued to occur. The physician requested a new hand held and the non-working device was returned to MFR for analysis. Analysis was completed on the returned software flashcard and the hand held. Analysis of the software and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through a MFR investigation. No further anomalies were observed with the software. Analysis of the hand held revealed no anomalies and the device performed according to specifications.